Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of incident. The customer stated that the part of insulin pump was broken it is the black plastic that has split on the top where the reservoir goes into the insulin pump and therefore the clear plastic ring that holds the reservoir in will not stay in place. The insulin pump will not be returned for analysis.